Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2016-02767 and 3005099803-2016-02768 for the other associated device information. It was reported to boston scientific corporation that two spyscope digital access and delivery catheter were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) and cholangioscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was noticed that the working channel protruded out of the tip of the spyscope ds. A second spyscope ds was used; however, same thing happened. Reportedly, the metal was part of the spyscope ds. In addition, there was no other visible damage noted on the devices and no part of the devices detached. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the spyscope ds device found that the working channel sleeve extended from the distal cap when received. There was a small deformation in the ultem black plastic portion of the distal cap. The distal tip would articulate without issue. The distal tip was not loose. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed through the working channel without issue. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the most probable root cause is "manufacturing". There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2016-02767 and 3005099803-2016-02768 for the other associated device information. It was reported to boston scientific corporation that two spyscope digital access and delivery catheter were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) and cholangioscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was noticed that the working channel protruded out of the tip of the spyscope ds. A second spyscope ds was used; however, same thing happened. Reportedly, the metal was part of the spyscope ds. In addition, there was no other visible damage noted on the devices and no part of the devices detached. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.